Event description:
It was reported that "after catheterizing a patient with an aortic balloon counterpulsation catheter, the device is connected and counterpulsation is initiated, but as seen on the dsa, there is an adhesion in the middle and the balloon is not fully open. Concerned that a thrombus will form at the adhesion, that catheter is withdrawn and a new catheter is repositioned". A 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after catheterizing a patient with an aortic balloon counterpulsation catheter, the device is connected and co unterpulsation is initiated, but as seen on the dsa, there is an adhesion in the middle and the balloon is not fully open. Concerned that a thrombus will form at the adhesion, that catheter is withdrawn and a new catheter is repositioned". A 2nd catheter was inser ted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). UDI#: (B)(4). The reported complaint for "balloons not inflating all" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.